Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection of the hypotube shaft revealed no abnormalities, with no kinks or damage observed in the shafts polymer extrusion. A detailed microscopic examination of the balloon material identified a 10 mm longitudinal tear across the balloon surface. The distal tip showed no signs of damage, and a microscopic evaluation of both the proximal and distal markerbands revealed no abnormalities or damage. No additional issues were identified during the returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 20 atmospheres. The procedure was completed with a different device. No patient complications were reported, and the patient remained stable post-procedure.